Event description:
The hospital reported that before an endoscopic vein harvesting procedure, the hemopro d.c. Extension cable was connected to the hemopro device and the device immediately activated the tissue welder's jaws to deliver energy without the toggle switch being activated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the tissue welder's hot jaw boot insulation was severely charred, half of the boot has broken off, and the bare metal was showing the device was connected to a reference d.c. Extension cable and power supply, then repeated turned on and off while the jaws were wedged into a saline soaked gauze pad. Initially, the device acted intermittently to the on-off of the switch but, after a few cycles of the switch, the device resumed normal action. No non-conformities were found with the wiring in the tissue welder's handle. The reported failure was confirmed.